Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing, and was operated within the MFR's specifications. (B)(4).

Event description:
The customer reported that an 840 ventilator was displaying error codes indicating that the device entered into an inoperative condition. There was no pt involvement.